Event description:
It was reported that the root cause of the high out of range shock impedance measurements was not determined. Out of range measurements were unable to be reproduced. The physician plans to continue monitoring.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited intermittent high out of range shock impedance measurements greater than 125 ohms for the past 11 months. No noise was observed. The patient was scheduled to be seen in clinic on a future date. The physician was considering increasing the shock impedance alert value in the remote home monitoring system to 150 ohms and continuing to monitor. No adverse patient effects were reported. This product remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.